Event description:
It was reported that during a carotid stenting procedure, a balloon rupture occurred. The lesion being treated was located in the moderately tortuous, moderately calcified and 40% to 50% stenotic carotid artery. The physician first deployed a stent in the carotid artery and then advanced the sterling balloon to the stent to post dilate. The physician inflated the balloon to 15-16 atms on the first inflation and the balloon ruptured. After the burst, the pt immediately experienced short term stroke symptoms and was non-responsive to stimulus, however, did have all life functions. Approximately two hours after the procedure, the pt's condition returned to normal and pt status was reported as fine. The device was removed intact and no further action was taken. Overall, the case was considered successful. The physician said, that he did not open the flow switch on the inflation device and therefore, a short rush of pressure went into the balloon at once.

Manufacturer narrative:
Device eval: the complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.